Manufacturer narrative:
Two samples were received for evaluation. Visual inspection was performed and evidence of a leak was identified between the bag port and the blue bag connector of both bags. The reported condition was verified. The cause of the reported condition was a manufacturing issue related to lack of solvent between the blue bag connector and the bag port. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva tpn bag was leaking from the twist-off connection to the port tube. This was noted during inspection after compounding. There was no patient involvement. No additional information is available.